Manufacturer narrative:
This initial MDR is being submitted as a result of a retrospective review of davol¿s MDR decisions and the initial decision not to report the event is being revised to reflect updated company procedures. It was reported that the patient experienced a reddened navel, three years ago following the implant of a ventralex st hernia patch. Multiple follow up attempts have been made to obtain additional information regarding this reported event. To date we have not received any additional information. Based on the limited information that has been provided, we are unable to determine if the device caused or contributed to the patient¿s reddened navel. Although the cause of the patient's reported possible reaction has not been determined, allergic reaction is listed in the adverse reaction section of the IFU as a possible complication. Should additional information be provided, this report will be updated. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported by sale rep, that there is a patient (doctor) who thinks they had an allergy to ventralex st three years ago at the navel and wants to test a bit ventralex from now. Patient was implanted with a ventralex st mesh (huxe1307) on (B)(6) 2013. The contact reports that following implant the patient experienced a reddened navel. Patient, who is also a doctor, alleged that it could be (or have been) an allergic type reaction.